Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue. Eval revealed that the pt access, panel side b, zipper slider body is open. Also, the window side b, has a one inch netting tear. Additionally window side d, tape zipper was one inch of broken stitches and panel side d, has one inch of frayed nylon. Note: instructions for use states; never use the bed if a zipper slider is bent open or damaged and the zipper cannot be zipped completely closed. Never use the bed if a zipper coil is kinked, misaligned, or has gaps and does not close securely along the entire length. Never rip the panels open, as this will damage the zipper slider, preventing the zipper from closing securely. Before leaving the pt alone, apply pressure with your hands along the entire length of the zipper to make secure the panel is securely closed and that there are no gaps or openings along the entire length of each zipper. Always use zipper pull-tabs and ensure that zippers are fully closed. (B)(4).

Event description:
Customer reported the teeth are not aligning together. Customer did not confirm which panel is experiencing the issue. Customer did not know the date when the issue was discovered. No pt incident or injury was reported.